Manufacturer narrative:
B2 revised selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Priming problem: the cause of the priming problem / air embolism was not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Event description:
An impella cp was placed femorally to support a 63 year old male patient who had suffered a cardiac arrest in the cardiac catheterization lab. The patient had been admitted in with acute myocardial infarction, cardiogenic shock, history of prior CABG for coronary artery disease, diabetes, and in scai stage e shock. After the pump was placed, and the patient was transferred to the ICU for continued monitoring, the team performed imaging and observed what they believed to be air bubbles in the left atrium and left ventricle. The patient's neurological condition was assessed and patient could move limbs and open his eyes. The pump remains on for support, and no intervention has been deemed necessary for the presumed air emboli.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.